Manufacturer narrative:
Patient country: united states. Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set box damaged on (B)(6) 2025. No further information available.